Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Event description:
Instrument breaking during the surgery in cmc elbow fracture surgery at (B)(6) 2018. A drill bit (703701, 2.0mm) was broken and left inside the humerus of a patient. The patient's son is very eager to find out the exact nature of material the drill bit is made of, exact "grading" as he referred.